Manufacturer narrative:
This report is submitted on may 20, 2020.

Event description:
Per the clinic, the patient experienced intermittent pain at implant site, which spread to the neck sometimes to the contralateral side. The patient also experienced vertigo and was treated with antibiotics for 3 weeks (type and date not reported), after which the device was explanted on (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2020. Attachment: [01293 device analysis report.pdf]